Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The caller confirmed that there was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support educated the caller on procedures to follow after a pump reset, such as restarting cgm sessions and reloading the cartridge, and provided tips on battery maintenance. The caller was advised to monitor the system and contact support if the issue persisted.